Event description:
After attempting to gather more information abut the follow reported, we were unable to determine if any of this was completed. Per sales representative, there was no alleged device issue during procedure.

Manufacturer narrative:
We did not receive any further information from the customer on what occurred after the procedure. There were no allegations of any device malfunction by the customer either.

Event description:
It was reported that following the procedure, the patient is complaining of numbness from knee to feet. Patient is unable to stand upright nor walk. Per sales representative, there was no alleged device issue during procedure.